Event description:
In 1983, rptr had left testicular implant. In 1986, he had acute thyroiditis. In 1988, had otitis media necessitating myringotomy (needed treatment for one yr). In 1990, required hospitalization for acute bacterial endocarditis. In 1992, had possible lyme disease infection and in 1993 had second bout of acute bacterial endocarditis.